Event description:
Placement of cranial catheters was performed using the aid of the brainlab cranial navigation system. During the procedure a shift between the navigation info and the pt anatomy occurred, which was not recognized by the surgeon. According to the hosp - the pt had a bleeding at the entry point of one catheter, that was stopped intraoperatively. The user changed the entry point accordingly, and the catheter was placed. As a consequence, a second catheter (planned to be placed in the same burrhole) was not placed at all. Another catheter has been placed during the same surgery with the aid of navigation but could not be used for drug infusion, as its position was not as intended in the preoperative plan. There was no serious injury to the pt in this specific case according to the hosp.

Manufacturer narrative:
Although there is no indication of a malfunction or quality or performance issue with the brainlab device the brainlab device works as intended. According brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was no serious injury to the pt, a risk to the pt's health could be excluded for these specific circumstances. For analysis of the placement accuracy, the user merged the post-catheter placement CT scan to the pre-operative MRI scan. Analysis did show an almost parallel shift of about 6 mm between the planned catheter trajectory positions and the actual catheter positions placed with the aid of the navigation. The shift is most likely caused by a change of the relative positions between pt's head and navigation reference array after the successful verification of the registration. This could be caused by a shift of the pt's head within the head clamp or a shift of the reference array, which was not recognized by the user. There is no indication of a malfunction or general quality or performance issue with the brainlab device. According brainlab measures for the anticipated potential risk are already in place. Brainlab intends to offer add'l training to this hosp.